Manufacturer narrative:
The device has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
A user reported that a scope communication error (b30) occurred and no endoscopic image was displayed during a cholecystectomy. The user replaced the device to another device and completed the procedure. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from olympus (B)(4) there was the possibility that the reported phenomenon was attributed to the following occurrence mechanisms. The ccd unit cable inside the bending section buckled or disconnected due to external stress applied to the bending section, leading to the occurrence of the reported phenomenon, because traces of external stress applied to the bending section of the device have been confirmed by (B)(4). The ccd unit short-circuited due to the infiltration of water into the device, leading to the occurrence of the reported phenomenon, because the leakage has been confirmed at the bending section by (B)(4).